Manufacturer narrative:
Philips investigated this complaint. According to the additional information, the coronary procedure of planned treatment was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the fdc had lost power. After performing dcps testing, the fse found that the dcps was faulty. The fse replaced the dcps, carried out related tests, and ensured the system met the required operational specifications. The dcps part was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.